Manufacturer narrative:
Patient's date of birth, age, sex and weight unavailable from facility. Device evaluation: during the evaluation of the returned catheter, a kink was seen on the working length. This kink was located 3/16" from the balloon (proximal end), extending 11/16". There was resistance felt at the kink, but the guidewire was passed. The balloon was able to be inflated and deflated without difficulty.

Event description:
During preparation for a patient procedure, the physician was unable to load the balloon on the guidewire. There was no patient harm, and the patient was discharged per operative plan.